Event description:
It was reported that the patient had an infection and drainage was noted. The patient was placed on antibiotics and was reportedly doing well.

Manufacturer narrative:
Event date: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had an infection and drainage was noted. The patient was placed on antibiotics and was reportedly doing well. Additional information was received that the infection was at the midline incision site. Symptoms of discomfort and redness were noted. The patient had a routine appointment weeks after the implant procedure, during which, subcuticular suture was noted still on the midline incision. The physician believed that the infection was not device or procedure related and was possibly due to the wound closure suture. The patient completed the prophylactic levaquin, followed by intravenous (IV) antibiotics. The IV infusions did cause the patient to get clostridium difficile but has already been evaluated and treated since. Additional information was received that the patient had poor wound healing and a history of diabetes. The patient had a peripherally inserted central catheter (PICC line) removed and was prescribed vancomycin as treatment to clostridium difficile. The patients follow up went well and no drainage or scabbing was noted at incision site.

Event description:
It was reported that the patient had an infection and drainage was noted. The patient was placed on antibiotics and was reportedly doing well. Additional information was received that the infection was at the midline incision site. Symptoms of discomfort and redness were noted. The patient had a routine appointment weeks after the implant procedure, during which, subcuticular suture was noted still on the midline incision. The physician believed that the infection was not device or procedure related and was possibly due to the wound closure suture. The patient completed the prophylactic levaquin, followed by intravenous (IV) antibiotics. The IV infusions did cause the patient to get clostridium difficile but has already been evaluated and treated since.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7077879.